Event description:
Through journal article "ep-31 examination of removal cases due to damaged breast implants", healthcare professional reported adverse events in 10 patients including: "subcutaneous masses (n=4), skin ulcers associated with silicone leakage (n=2), lymphadenopathy (n=2), discomfort-pain (n=2)" and "intra-capsular rupture due to damage (n=3) and calcification (n=1)" diagnosed via ultrasound, CT, and MRI. All devices were explanted and one patient had replacement devices implanted. Affected sides are unknown.

Manufacturer narrative:
Continued e.1. Facility name: (B)(6). The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "silicone leakage"; "lymphadenopathy"; "intra-capsular rupture."